Manufacturer narrative:
All of the original repair requests were to: (B)(4). All of the product problems listed in could have been repaired or corrected with minor adjustments by the dealer (B)(4). Sunrise medical (us) llc never received any complaints or requests for repair in regards to the wheelchair listed in the legal document with serial (B)(4). The wheelchair has not been returned to the manufacturer for evaluation and it is unknown if or when the manufacturer may have an opportunity to evaluate the device. Manufacturer does not have all of the details of the reportable event at this time to complete our investigation.

Event description:
On (B)(6) 2011, sunrise medical (us) llc received first notification of an adverse event or product problem involving a wheelchair we manufactured from a faxed copy of a formally field legal arbitration dispute (B)(6) from the (B)(6) attorney general. In section 13 of the legal document, it describes the alleged wheelchair problems and a serious injury: seat belt puts too much pressure across the hips; cushion lacks support and has pressure points causing severe edema in legs and feet; leg hangers should have more extensions to avoid feet from falling behind; right leg hangers opening mechanism does not work and it was repaired previously; no lateral support causing the wheelchair to continuously fall to the side; wheelchair was only used for one month and has not been in the home for seven months. The plaintiff alleges that they had requested or attempted to have the wheelchair repaired three or more times by the dealer (B)(4) and never received a repair work order.